Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a defective usb connector. Pictures were taken. Receiver charged and will boot was performed and failed due to receiver not charging, even with good battery. Perform internal visual inspection and passed. The log was not downloaded for review due to a defective usb connector. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.